Event description:
It is reported by the hospital that there was a distal mis-targeting during a surgery procedure. The surgery was completed by using freehand targeting.

Manufacturer narrative:
Evaluation summary: product inquiry states the target device gamma3 to be the subject product. The reported targeting sleeve and knob are regarded as associated products. A physical examination could not be carried out as the devices were not returned to stryker kiel. A review of the device history could not be carried out as the lot codes of the reported instruments are unknown. Thus, a reasonable examination and investigation was not possible. The reported event (¿distal mis-targeting during a surgery procedure ¿) could not be confirmed. With the information given the exact root cause could not be determined. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. No non-conformity was identified. Device not available.

Event description:
It is reported by the hospital that there was a distal mis-targeting during a surgery procedure. The surgery was completed by using freehand targeting.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.